Event description:
Procedure type: lap chole. According to the reporter: during the procedure, the cannula broke in pt. This may have been a reprocessed trocar but we couldn't definitely say. No pt injury was reported. No add'l info was available at this time.

Manufacturer narrative:
Date initial report sent: 01/30/2009.